Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("adjust belt" messages) has been confirmed. Upon investigation the electrode belt failed the fall-off test. The cause for this was the v3 voltage suppressor in ECG "a" was found to be defective. The root cause for the defective component was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a petient was recieving "adjust belt" messages.